Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is retained by the hospital/customer. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received states: pt presented in stable condition from the coronary from the coronary intensive care unit as a nstemi (non st elevated ml} to cardiac cath lab, for left and right heart cardiac cath. During procedure, it was determined by physician that due to the degree of coronary artery disease that the pt presented with coronary intervention was required. During the process of intervention that included coronary stenting and balloon angioplasty, a coronary balloon fractured just distal from the second balloon marker (abboti trek balloon catheter 2.0 x 12mm #70922g1}. Retrieval of device was unobtainable and therefore, due to the stable condition of the pt, the fractured balloon was left in coronary artery. The target coronary vessel was left with widely patent perfusion and pt complained of no discomforts. Balloon shaft has been recovered and held for further review in cardiac cath lab. No additional information will be provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation was unable to determine a conclusive cause for the reported complaint; however, the patent effect of foreign body in patient appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.